Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for use. During preparation, at the time of opening prior to the procedure, while attempting to flush the sheath, air was detected. A hemostatic valve malfunction occurred when flushing during sheath setup. Thus, the procedure completed successfully with another of the same model. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has been received for analysis. The returned faradrive steerable sheath failed leak testing as the device could not maintain pressure within the sheath and leaking occurred. Inspection of the hemostatic valves observed the external and internal valves slightly deformed and not reverting to its closed state, causing a potential leak pathway and compromising the valves' ability to seal pressure and fluid within the sheath. Since the device was not returned with the dilator inserted and did not have valve tears, the root cause of this allegation cannot be determined at this time. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that faradrive steerable sheath clear selected for use. During preparation, at the time of opening prior to the procedure, while attempting to flush the sheath, air was detected. A hemostatic valve malfunction occurred when flushing during sheath setup. Thus, the procedure completed successfully with another of the same model. No patient complication was reported. The device is expected to be return for analysis.